Event description:
Analysis of the returned device revealed a tear in the cannula, as well as cracks in both the top and bottom housing. It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod on the leg between 24 and 36 hours. Initially, a pod hazard alarm during normal operation was reported.

Manufacturer narrative:
The device generated an 0x69 hazard alarm indicating occlusion during runtime (threshold exceeded at end of bolus). The pulse widths were observed to have increased towards the end of pod operation however they did not reach timeout. No drive stalls were present, and no occlusion was found within the pod. No damages or defects were found that would cause the occlusion hazard alarm. The exact cause of the reported alarm could not be determined. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. Cracks were observed in the top housing and bottom housing of the device. It could not be determined when these cracks occurred or if they affected the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.